Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient's parent, on (B)(6) 2026, the pediatric patient was taken to the hospital due to a retained sensor wire, which was removed under anesthesia using tweezers. Patient stayed in the hospital for 1 night. At the time of the report, the patient¿s condition is fine. No symptoms were reported. There was no prescription for any type of oral prescription medication reported. There was no documentation of further medical intervention. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.